Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received partially applied with eight remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Visual and functional testing of the returned product confirmed the product met quality release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture.the product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a cholecystectomy, the clips did not form properly and feel into the patient. The surgery was converted to an open procedure in order to retrieve the clips from the patient cavity. There was a delay in surgery over 30 minutes, bleeding, but not more than 500cc's, and no tissue loss or tissue damage. In order to solve the problem they sutured manually. The devices will be returned for evaluation. No blood transfusion was needed. The clips were manually removed.